Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the tubing of the implant was too short and made priming the implant and attaching to the reservoir difficult.

Manufacturer narrative:
A manufacturing investigation verified the product was made to specification. Per coloplast specification, the black krt was shortened in approximately in (B)(6) 2023 then reverted back to the longer length in approximately (B)(6) 2023 via cc-001030. This lot was manufactured in august 2023 with the shorter black krt.

Event description:
According to the available information, the tubing of the implant was too short and made priming the implant and attaching to the reservoir difficult.